Event description:
It was reported that caller previously did not see drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed removing air from cartridge, using room temperature insulin, and not overfilling or reusing cartridge, and ultimately resolved issue by changing infusion set and cartridge; no additional actions by technical support were documented.